Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information: when was the procedure when the tissue pad was found inside the patient? On (B)(6). Did the tissue pad completely detach (completely missing from the clamp arm) of the device that was being used during this surgical procedure? Only the tissue pad was found, and the device was assumed to be used in the hartmann's operation in (B)(6) 2015 or the hepatectomy in (B)(6) 2016.

Event description:
It was reported that during an open hepatectomy, the tissue pad of a harmonic device was found inside the patient. The patient had hartmann¿s operation in (B)(6) 2015 and open hepatectomy in (B)(6) 2016, and in both cases, harmonic devices were used. The tissue pad was removed from the patient. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Investigation summary a tissue pad damaged melted and 100% complete but detached from the instrument was returned inside a petri box. No instrument was returned, therefore no functional testing could be performed. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.